Event description:
Customer reported that pump battery was unresponsive and could not be charged, preventing operation. The customer's blood glucose level at the time was 10.6 mmol. Technical support instructed the customer on several troubleshooting steps, but the issue could not be resolved. Customer reverted to using multiple daily injections (mdi) as a backup for insulin delivery.